Manufacturer narrative:
A philips field service engineer (fse) tested the device that the customer reported was having issues. The fse did not observe any problems and determined that the device was fully functional. The fse tested all parameters and confirmed the device worked with no restrictions. The fse had the device running for continuously and saw no abnormalities. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications, and no failure was identified. The device was returned to use at the customer site.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the ECG reading was inaccurate compared to another medical device. The customer replaced the device in the room with a spare. The device was in use on a patient at the time of the event. There was no adverse event reported.